Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), fatigue ("fatigue") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal distension, fatigue and procedural pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal distension, fatigue and procedural pain to be related to essure. The reporter commented: the plaintiff missed more than twelve weeks of work and lost wages due to her painful recovery. After surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain. Six months after the insertion the plaintiff underwent hysterectomy, whereupon the events resolved. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain can occur during the use of essure, and as the event resolved after removal of essure, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of intervention and device removal. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B21578,cs0002f) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2005, 2010) in 2004, appendectomy in 1997, helicobacter pylori infection in (B)(6) 2014 and lipid metabolism disorder nos. Previously administered products included for an unreported indication: clarithromycin. Past adverse reactions to the above products included dyspnoea with clarithromycin. Concurrent conditions included menometrorrhagia, inflammatory bowel disease, neoplasm, celiac disease, dyspepsia, peptic ulcer, trigeminal neuralgia, respiratory disorder, pneumonia, bronchitis, bladder infection, pyelonephritis, vaginal discharge, tobacco user, hypercalcemia, hyperphosphatemia, allergic reaction to antibiotics, increased urinary frequency, dizziness, nephrolithiasis, irregular menstruation, kidney stones and insomnia. Concomitant products included vitamins since 2014 for migraine as well as medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and omeprazole. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced back pain ("severe back pain") and abdominal distension ("abdominal bloating/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), procedural pain ("painful post-operative recovery") and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal distension, fatigue, procedural pain, vaginal haemorrhage, palpitations, anxiety, nausea and pelvic pain had resolved and the uterine haemorrhage, migraine and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, palpitations, pelvic pain, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the reporter commented: the plaintiff missed more than twelve weeks of work and lost wages due to her painful recovery. After surgery, symptoms are mostly resolved. In addition, after she eats any amount of food her whole abdomen becomes very distended-appearing as if she is 6 months pregnant. Low probability of infection or perforation, if pain persists, consider laparoscopy or hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of tubes h.pylori igg +. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : abnormal uterine bleeding, menorrhagia, abdominal pain lower, nausea, headache, palpitations, vaginal bleeding, back pain, pelvic pain, anxiety¿. Lot numbers and exp/MFR dates b21578 apr2016 / apr2013. Cs0002f may2016 / may2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B21578/cs0002f) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2005, 2010) in 2004, appendectomy in 1997, helicobacter pylori infection in (B)(6) 2014 and lipid metabolism disorder nos. Previously administered products included for an unreported indication: clarithromycin. Past adverse reactions to the above products included dyspnoea with clarithromycin. Concurrent conditions included menometrorrhagia, inflammatory bowel disease, neoplasm, celiac disease, dyspepsia, peptic ulcer, trigeminal neuralgia, asthma, pneumonia, bronchitis, bladder infection, pyelonephritis, vaginal discharge, tobacco user, hypercalcemia, hyperphosphatemia, allergic reaction to antibiotics, increased urinary frequency, dizziness, nephrolithiasis, irregular menstruation, kidney stones and insomnia. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and omeprazole. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and anxiety ("anxiety"). In august 2014, the patient experienced back pain ("severe back pain") and abdominal distension ("abdominal bloating/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), procedural pain ("painful post-operative recovery") and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal distension, fatigue, procedural pain, vaginal haemorrhage, palpitations, anxiety, nausea and pelvic pain had resolved and the uterine haemorrhage, migraine and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, palpitations, pelvic pain, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the reporter commented: the plaintiff missed more than twelve weeks of work and lost wages due to her painful recovery. After surgery, symptoms are mostly resolved. In addition, after she eats any amount of food her whole abdomen becomes very distended-appearing as if she is 6 months pregnant. Low probability of infection or perforation, if pain persists, consider laparoscopy or hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of tubes h.pylori igg + ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : abnormal uterine bleeding, menorrhagia, abdominal pain lower, nausea, headache, palpitations, vaginal bleeding, back pain, pelvic pain, anxiety¿. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received - new event "abnormal uterine bleeding" was added. New reporter were added. Historical and concomitant conditions were added. Patients date of birth updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure (batch no. B21578/cs0002f) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)") and anxiety ("anxiety"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("severe back pain") and abdominal distension ("abdominal bloating/ gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding / prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced palpitations ("blood or heart disorder/condition type: heart palpitations"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), procedural pain ("painful post-operative recovery") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) (vaginal /cervix dehiscence)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, abdominal distension, fatigue, procedural pain, vaginal haemorrhage, palpitations, anxiety, nausea and pelvic pain had resolved and the migraine and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, palpitations, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: the reporter commented: the plaintiff missed more than twelve weeks of work and lost wages due to her painful recovery. After surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Updated laboratory test onset date was added. Added suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, migraines / headaches, blood or heart disorder/condition type: heart palpitations, nausea and pelvic pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe lower abdominal pain. Six months after the insertion the plaintiff underwent hysterectomy, whereupon the events resolved. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain can occur during the use of essure, and as the event resolved after removal of essure, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of intervention and device removal. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Follow-up information is expected only through the litigation process.